Event description:
During attempt to place a central venous catheter into pt's right groin, resistance was noted. The .018 x 65 cm guide wire was pulled back through the insertion needle. The guide wire sheared and uncoiled partially. Forceps were used to retrieve the wire from the vessel.